Event description:
Additional information was received as follows: it was reported that the patient presented with what appears to be a proximal type I endoleak and the aneurysm is growing. Currently the aneurysm measures 7.8 x 9.1 cm and it has grown from the time of implant where it was 6.7 x 8.2 cm. No intervention has been performed. No additional clinical sequelae were reported. Review of returned films 3 months post-implant revealed that the bifurcate was positioned just below the renals, with another manufacturer's stent placed inside the aortic body. The ipsilateral limb was extended into the right common iliac with an aneurx limb. The contralateral limb was in the left common iliac. The maximum aneurysm diameter was 8.6cm. Contrast was seen within the distal sac near the ipsilateral limb. The endoleak is possibly a type ii. Ctas from 6 months post implant showed the stent graft in the approximate same position as the previous study. The maximum aneurysm diameter was 7.9cm. The previously seen possible type ii appears to have diminished. The proximal ID of the bifurcate is 27x32mm. Ctas from 56 months post implant showed that the bifurcate is again positioned just below the renals; the proximal stent graft od has increased to 31x35mm and has pulled away from the other manufacturer's stent. There is thrombus seen between the other manufacturer's stent and the bifurcate, but no confirmed proximal type I or any other endoleak can be confirmed. The maximum aaa diameter is 9cm. The cause of the recent aneurysm expansion is unknown. It is unknown if the previously seen type ii may have contributed. Disease progression (neck dilatation) appears to be occurring within the proximal neck.

Event description:
The explanted stent graft was returned and its analysis has been completed: from the examination of the returned devices and the clinical information provided, the exact cause of the aneurysm expansion is unknown. It is possible that the aaa expansion was due to aneurysm pressurization from the reported loss of the proximal seal caused by disease progression (neck dilatation). It is also possible that the expansion was due to a type iii fabric endoleak emanating from several sources. The bifurcate was returned with the ipsilateral limb transected just below the flow divider, and both the contralateral limb and ipsilateral extension were returned detached from the bifurcate. A flattened 3 cm length of another manufacturer¿s bare metal stent and a cardiomems pressure transducer were also returned. No stent fractures were observed on any of the stent graft components; however, numerous fabric tears were observed primarily along the perimeter of the bifurcate aortic body. The exact cause of the tears is unknown. Films were not provided; therefore, the in-vivo configuration of the stent graft and the other manufacturer¿s stent during the implant duration could not be assessed. It is possible that these tears may have been caused by abrasion from the bare metal stent, as well as due to crease fatigue and spring <(>&<)> c-bar abrasion occurring in-vivo. Numerous fabric tears and associated suture breaks were seen on the (aneurx) ipsilateral limb extension, and multiple tears were also seen on the dis tal end of the contralateral limb; these tears may be have caused by stent graft angulation. It is possible that the type ii endoleak reported at the 56 month follow-up may have contributed to the aaa expansion. Although no type iii endoleak was reported, a type iii fabric endoleak cannot be ruled out as a possible contributor. However, many of the observed tears were found to have been covered by tissue/thrombus in the ¿as received¿ condition, and some of the limb tears may have been covered by the overlapping components, therefore many of these tear may not have been clinically significant.

Event description:
Additional information was received as follows: it was reported that the patient was being monitored and the decision was made to explant the stent graft on as the aneurysm was growing measuring greater than 9 cm in diameter. The physician stated the aortic neck had dilated and the other manufacturer's stent was no longer in contact with the wall or the body of the talent stent graft. The physician found a hole in the talent bifurcated stent graft on the left side shortly above the flow divider and concluded that the other manufacturer's stent might have caused this because it was floating in the sac and possibly creating an abrasion. During explant the supra-renal struts were difficult to pull out, and the patient lost a lot of blood, but the physician removed the stent grafts successfully. No additional clinical sequelae were reported and the patient is doing fine.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm that was more than 8 cm in diameter approximately 2 months ago. The right renal artery was tortuous with 50% occlusion pre-operatively. It was reported that there is a proximal type 1 endoleak present that requires repair with an aortic cuff and ballooning. A palmaz stent was implanted 5 days after the endoleak was noted and successfully sealed the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (endoleak), conclusions: (tortuous renal artery). Other (secondary intervention).

Manufacturer narrative:
Method: film. Results, conclusions: disease progression; aortic neck dilatation, type ii endoleak.

Manufacturer narrative:
(B)(4).